Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on. There were no reports of patient use associated with the reported failure.